Event description:
The customer reported while flushing the distal port of a power port needle, the saline came out of the proximal port. Each port had a maxplus clear connector in place and the proximal port also had a disinfectant "dual cap" in place. The connector appeared to be tightly threaded. The customer reported leaking occurred where the connector attaches to the IV catheter. The product was no saved. There was no report of patient harm or medical intervention. No further patient/event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of maxplus leaking from where the connector attaches to the IV catheter could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.